Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the reservoir was leaking. The customer stated that the insulin pump was damaged and now has a blank display and is not functioning. Nothing further reported.